Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the cutting wire was broken, bent, and blackened. Additionally, the working length was twisted. A functional inspection could not be performed due to the condition of the returned device. The complaint was consistent with the reported event of cutting wire broken. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a truetome¿ jag 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the cutting wire loosened and broke. The procedure was completed with another truetome¿ jag 44. There were no patient complications reported as a result of this event.